Manufacturer narrative:
Information supplied in section f was completed by the manufacturer based on information obtained from the complainant. The device has been received for analysis, but the evaluation has not yet been completed. Upon completion of the failure analysis of the device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event. (B)(4).

Event description:
The complainant reported that on (B)(6), 2009, the clinicians were preparing to perform a cystoscopy with double j stent procedure using a contour vl ureteral stent on a (B)(6) old female patient. When the nurse opened the package containing the stent, the stent was found to be torn. The nurse obtained another contour vl ureteral stent and the procedure was successfully completed without further issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".